Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer called stating that the string came off completely when she went to remove the tampon. No injury was reported.